Event description:
The pt contacted the MFR to report that they had "developed an infection at left neck incision". The pt went to their primary care provider and was prescribed oral antibiotic therapy. The pt stated, that their "site is lightly reddened above and below incision" and it "looks like I scratched myself". Follow-up with the primary care physicians nurse indicated that, the pt had cellulitis around the area of the lead incision that was resolving with the oral antibiotic treatment. No drainage, redness or swelling noted. The pt did not have any interaction with their vns incision site and no cultures were taken. Infection was reported as "resolving".

Manufacturer narrative:
Mfg records for both the lead and the generator were reviewed for sterilization. Vns therapy sys lists infection as a potential adverse event; possibly associated with surgery. Review of mfg records for both the lead and the generator confirmed sterilization prior to distribution.